Event description:
It was reported that a pt underwent an abdominal aortic aneurysm repair procedure on (B)(6) 2010 and suture was used for the anastomosis between the native blood vessel and artificial blood vessel with continuous suture technique. The pt was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010, the pt who was in shock was transported to the hospital urgently, and he underwent urgent surgery. The suture had broken at the anastomosed area of the artificial blood vessel and native blood vessel, and bleeding occurred. The surgeon tried to anastomose them again. But after urgent surgery, the pt died.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.